Event description:
Additional information received via email on 30-nov-2022: the units listed did not involve any patient. The issue happened during setup of the device.

Manufacturer narrative:
Other, other text: b5: additional information. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device received for investigation. Visual inspection did not notice any external damage. In the event history log, there was plunger not in place alarm. The q1 chip was broken off the plunger pcb. The plunger pcb was not glued down. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service previously.as not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. D5 is unknown. No information has been provided to date.

Event description:
It was reported that there were syringe not in place errors. There was no patient injury reported.